Event description:
The customer reported the ventilator shut down and did not alarm while in use on a patient. The customer reported there was no patient harm. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the device diagnostic log noted a vent inop occurrence due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service engineer replaced the data acquisition pcb board to address the finding. Final applicable testing was completed and passed to operating specifications.